Manufacturer narrative:
Further investigations of the sample were able to confirm the result obtained with the e411 analyzer. Dilution linearity of the patient's sample was in normal range, so a false negative ca 19-9 concentration due to a high dose hook effect can be excluded. Analysis for hama interference or antibody displacement studies of the sample did not show evidence of an abnormal result caused by interference with the assay. There was no evidence of an incorrect determination of ca 19-9. The measured ca 19-9 value of the patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the ca 19-9 method used. Ca 19-9 values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
It was reported that a customer site received questionable results for two samples from the same patient tested for carbohydrate antigen 19-9 (ca 19-9). Of the two samples, one had an erroneous result for ca 19-9. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. A sample was collected from the patient on (B)(6) 2016 and provided for investigation. For investigations, this sample was tested on an e411 analyzer on (B)(6) 2016, resulting as 42.67 u/ml. The sample was sent to an external laboratory for testing with the lumipulse test method, where it resulted as 17.8 u/ml. The sample was diluted times 2 and tested on the e411 analyzer, resulting as 38.30 u/ml on (B)(6) 2016. The sample was diluted times 5 and tested on the e411 analyzer, resulting as 40.67 u/ml on (B)(6) 2016. The sample was also diluted times 10 and tested on the e411 analyzer, resulting as 34.79 u/ml on (B)(6) 2016. It was stated that the investigation results indicate the presence of an interferent in the sample. The patient was not adversely affected. The e411 analyzer used for the investigation was serial number (B)(4).